Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implantation when the low voltage lead was connected to the implantable pulse generator (ipg) readings could not be obtained. The lead was reconnected to the ipg and measurements were successfully taken. The ipg remains in use. No patient complications have been reported as a result of this event.